Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(4)) for investigation. A supplemental report will be filed when the product is returned and the investigation has been completed. Chest compression, as a part of cardiopulmonary resuscitation (CPR), has a high rate of patient adverse events. Common skeletal injuries (rib, sternum and spine fracture), common internal organ injuries (liver and spleen), and common clinical events secondary to those injuries (pneumothorax) are expected adverse event for both manual and mechanical cprs. The chest compression generated by the autopulse system may lead to an injury profile that is no worse than manual CPR. Similarly, a randomized trial of manual CPR and phased manual plus autopulse CPR found no difference in cardiac, pulmonary or cerebral damage. Complications in autopulse-treated patients occurred at a rate not exceeding that of manual CPR. The aha guidelines 2000 states, "concern for injuries that may complicate CPR should not impede prompt and energetic application of CPR. The only alternative to timely initiation of effective CPR for the victim of cardiac arrest is death." The recently released guidelines 2005 deliver a similar message, "rib fractures and other injuries are common but acceptable consequences of CPR given the alternative of death from cardiac arrest." The 2015 aha guidelines update for CPR reemphasized the importance of high-quality chest compressions, and recommends to ensure adequate compression rates and adequate compression depth. Rib fractures and other injuries are common but acceptable consequences of manual and mechanical CPR. Concern for injuries that may complicate CPR should not impede prompt and energetic application of CPR. The only alternative to timely initiation of effective CPR for the victim of cardiac arrest is death. In this case, the autopulse platform was used on (B)(6)-year-old, male cardiac arrest patient whose airway became extremely bloody with bright red blood. Two minutes of manual CPR was performed prior to the autopulse platform being placed. The platform performed compressions without any issue, the placement of platform was correct which confirmed by providers, and no error messages were noticed during resuscitation. Rosc was not achieved and termination of resuscitation was called on scene. The event of "airway became extremely bloody with bright red blood" was possibly related to the autopulse device since the connection of the reported injury to using autopulse cannot be ruled out.

Event description:
On (B)(6) 2019, the crew arrived on the scene in response to (B)(6) year old male patient (weighed approximately (B)(6)) in cardiac arrest. The cardiac arrest was witnessed by family on scene. The patient had a history of copd (chronic obstructive pulmonary disease). Upon ems arrival, the patient was still on the recliner and the crew moved the patient to the floor. No trauma was sustained during the transition. The crew deployed the autopulse platform for patient use. The crew used peep (positive end-expiratory pressure) method with the bvm (bag-valve-mask) for ventilating the patient. Two minutes of manual CPR was performed prior to the autopulse platform being placed. The platform performed compressions without any issue. The crew observed the patient's airway became extremely bloody with bright red blood. Multiple providers checked the placement of the patient and the lifeband. All providers agreed that the placement was correct. No error messages were noticed during resuscitation. Rosc was not achieved and termination of resuscitation was called on scene.